Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported that the level 1 fast flow fluid warmer had an incident where an entire unit of blood was rapidly infused in to the surrounding tissues of a patient. Staff noticed the arm was swollen and hard around the IV where the packed cells had been infused. No indication or warning was given. Warm and cool compresses were applied to the infiltration site. Unknown patient condition at this time.